Manufacturer narrative:
Review of the device history record found no issues during manufacture; the device was manufactured to specification. Investigation of the brush component was inconclusive because only a portion of the device was returned. The instructions for use include the following: "if the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel." In-service training has been provided to the customer.

Event description:
The user facility reported during a procedure the brush head of a double header cleaning brush was pushed out of the endoscope during a procedure. The brush head was retrieved from the patient. There was no report of patient or user harm.